Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. In addition, the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a lavh, an error occurred repeatedly when clamping the vaginal stump. When the doctor removed the device from the patient, it was found that the upper jaw was dislodged and left in the abdominal cavity. The broken pieces were retrieved and the patient was x-rayed. It was confirmed by the doctor and a radiation technologist that no metallic piece was remaining inside the patient. An electrical scalpel was used to complete the case. Although the operation time was delayed about 10 minutes, there were no adverse consequences to the patient.